Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient presented to the emergency room indicating that they had received shocks several times from their implanted cardiac resynchronization therapy defibrillator (crt-d) device. The patient was noted to have not been checked for approximately three years. Upon interrogation, the device was found to have reached battery capacity depletion (bcd) status approximately three months ago. The physician wanted to confirm if device shocks were delivered and if so, what was the associated rhythm. However during the interrogation, the device event logbook and associated electrograms could not be viewed due to bcd status. The physician was also concerned that the device may have had premature battery depletion. The device was explanted and replaced with a competitors device the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room indicating that they had received shocks several times from their implanted cardiac resynchronization therapy defibrillator (crt-d) device. The patient was noted to have not been checked for approximately three years. Upon interrogation, the device was found to have reached battery capacity depletion (bcd) status approximately three months ago. The physician wanted to confirm if device shocks were delivered and if so, what was the associated rhythm. However during the interrogation, the device event logbook and associated electrograms could not be viewed due to bcd status. The physician was also concerned that the device may have had premature battery depletion. The device was explanted and replaced with a competitors device the following day. No additional adverse patient effects were reported.